Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated they are unable to exit the preparing to prime loop. Customer is calling for technical troubleshooting. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratched lcd window, cracked near display window corners, broken belt clip slot and broken reservoir tube lip. We were unable to verify if the test reservoir volume matches the units remaining in the status screen due to prime anomaly.